Event description:
It was reported the customer had a constant tone on their insulin pump. Customer stated the insulin pump was making a high pitch noise. It was also found the customer had replaced the battery, but the constant tone persists. Customer's blood glucose was 217 mg/dl. The customer was advised to remove the battery for two hours and insert a new battery after letting the insulin pump rest. Customer stated they will call back if the tone persists. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.